Event description:
Customer reportedly received results of 63 mg/dl and 107 mg/dl within 5 minutes on the active system. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.